Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
During remote follow-up, high defibrillation impedance was observed on the right ventricular lead. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.